Manufacturer narrative:
(B)(4). Batch #: unk. This is an analysis of three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a blue cartridge, batch 826a21, with the pan partially dislodged, with some driver out of position, and a staple protruding. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 826a21, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the material with shooting characteristics and shrapnel detachment of the material that covers the inside of the loader, when connected to the stapler. The defect was identified before patient contact and was not used.